Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The complained article was send to our production plant for extensive inspection. According to the statement they found remaining dirt over the whole surface area. The marking was difficult to read. After the inspection the article was cleaned thoroughly with alcohol and the marking was readable without further ado in harmony with our specifications. The complaint condition is likely the result of a contaminated surface due to the fact that the marking was readable completely after cleaning. No product fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, it was noted that information such as length, diameter, product number, and lot number are no longer visible on the implant. There are about 18-20 nails in the set that are affected. This is report 1 of 1 for complaint.